Event description:
It was reported that during tka procedure the zuk poly trial broke in half during trialing, this happened inside the patient. All pieces recovered and there was back up to cover. No delay or harm to patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned instrument confirms the stated failure mode. The articular surface provisional has fractured into two pieces. Both pieces were returned for evaluation. This instrument exhibits signs of significant use and wear. The articular provisional was manufactured in 2005. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.